Manufacturer narrative:
Analysis was performed on the returned device. The reported foot detachment was confirmed based on the returned device condition. The reported position problem could not be replicated in a testing environment as this was related to procedure circumstance subsequent to the confirmed foot detachment. It should be noted that the proglide instructions for use states: for access sites in the common femoral artery using 5f to 21f sheaths. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported foot detachment, positioning problem and foreign body left in the patient appears to be related interaction with the patient calcification. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide device with a 14f sheath after a transcatheter aortic valve replacement (tavr) procedure. Reportedly, all steps performed without issue prior to pressing in the plunger. When the plunger was pushed down, resistance disappeared and the device unintentionally pulled back. The footplate was retracted and the proglide removed. Inspection outside of the anatomy noted a missing foot that was not found under angiography, using a non-abbott catheter or after incising the vessel. The location of the separated foot is unknown. Surgical suturing was used to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.